Event description:
It was reported by the patient that the device was replaced due to not lasting long enough and the lead was replaced because the "lead shorted out." The patient had been shocked 30 times, went to the emergency department, and was admitted to the hospital. No further patient complications were reported as a result of this event. It was later alleged by the attorney that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.